Event description:
St. Jude technical services was contacted by the physician because the ICD had extended charge times. The battery voltage was in the normal range. In september, the charge time was 13.8 seconds. At a follow-up in december, the charge time reported during a capacitor maintanance was extended. On 1/13/2000 the device again reported an extended charge time. The physician elected to explant the device.